Event description:
(B)(6) being treated for neonatal hypoxic-ischemic encephalopathy with the olympic cool-cap system. Approximately 29.5 hours into treatment, three popping sounds were heard and the control module turned off. The infant was moved to a cooling blanket while an alternate cool-cap system was brought in from another facility to complete the treatment. The infant's temperature was maintained in the target range throughout the 72-hour treatment. There was no patient or user injury.

Manufacturer narrative:
The cause of the device malfunction was a failed power supply. The power supply was scheduled to be replaced on-site as part of a field corrective action ((B)(4)) but the failure occurred before the correction could be made. The power supply will now be replaced by (B)(4) and the repaired device returned to the customer.